Manufacturer narrative:
Correction: the correct date of awareness is june 12, 2017 not may 19, 2017 as previously reported. This report is filed on june 16, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced chronic granulation of the tissue at the implant site. Subsequently, the patient was treated with antibiotic ointment and silver nitrate. The implanted device remains insitu.